Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. A general reagent issue was excluded. The field service representative found that the solenoid valve was not properly working. He replaced it, which appeared to resolve the issue. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable phosphorus results for 1 patient sample and questionable calcium results for 1 patient sample on a cobas 8000 c702 module. Patient 1: the initial phosphorus result was 9.87 mg/dl and the repeated result was 3.85 mg/dl. Patient 2: the initial calcium result was 6.77mg/dl and the repeated result was 9.30 mg/dl. The samples were repeated due to the results not matching the clinical status of the patients.